Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative on (B)(6) 2020. It was reported that no surgical intervention had occurred. As of (B)(6) 2020, they reportedly did not suspect any issues with the pump and believed that the pain the patient was experiencing was just coming from the pump being placed in an uncomfortable area. It was noted that they might move the pump for that reason.

Event description:
Additional information was received on 2020-nov-01. The representative indicated they hadn't received any reports of infection. A consultation time with the patient was scheduled in the coming weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-dec-18. It was reported that the patient had the consultation and as a result decided to phase out the pump intrathecal treatment as a preparation for explant because that was the patient's wish.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump explant was not scheduled yet. Pump return was requested once the explant has been performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the pump was delivering intrathecal lioresal 2000 mcg/ml at 737,7 mcg/day. On (B)(6) 2020, when the manufacturer representative last spoke with the doctor, the patient was still at the infection clinic, and the doctors believed the pain she had in the abdominal area was not related to the pump. The patient did not experience withdrawal symptoms. Other interventions (besides antibiotics to treat possible infection) were unknown. It was unknown if the issue was resolved. However, the patient's status was alive, no injury. There were no known environmental, external or patient factors that might have led or contributed to the event. It was noted in the patient¿s medical history that they were a ¿post-stroke patient¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for follow-up indicated that surgical intervention had not yet occurred as of (B)(6) 2020, but it was also noted that the patient was waiting for a video consultation with neurosurgery department.

Manufacturer narrative:
The event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative on (B)(6) 2020 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The patient had a history of spasticity due to stroke. It was reported that the patient's pump was implanted in (B)(6) 2019. The patient was at the clinic in (B)(6) 2019 due to a non-clinical alarm. There was nothing in the logs and the pump was refilled, and no alarms had occurred since then. On (B)(6) 2020, the patient went to the hospital due to a non-critical alarm and some kind of infection around the pump. The patient was very tender around the pump area and had been given antibiotics. The patient had no fever since (B)(6) 2020 and had no clear signs of infection, but was still sore around the pump. There were no signs of increased spasticity, no catheter fracture, and no error messages of any kind in the logs. The non-critical alarm was heard again on (B)(6) 2020. The last refill was done on (B)(6) 2020 and the next refill was (B)(6) 2020. 17.5ml of baclofen were left in the pump. No dose changes had been done and the pump was running in continuous mode. It was noted that logs were created twice on the week of (B)(6) 2020, but nothing showed in the reports. Between (B)(6) 2020 and the week of (B)(6) 2020, no logs were created. The doctor did not see any "silence alarm tab" when interrogating. The alarm was heard several times within an hour when the doctor was with the patient upon arrival to the hospital on (B)(6) 2020, but after that it seemed to occur more "ad hoc" with up to two days in between. Two different doctors had heard the alarm, however, the doctor and nurse that had worked with the pump therapy the most had not heard it. It was not likely that the alarm was from something else in the surroundings as it had been heard in different locations and buildings both at the time of report and 11 months prior. The patient had not undergone magnetic resonance imaging (MRI). No further complications were reported or anticipated.